Manufacturer narrative:
Lot number not provided. Device manufacture date not available; lot number not provided. Product not returned to MFR.

Event description:
Doctor indicated that when patient came on (B)(6) 2017 for a check up , the healing abutment on tooth location 16 was loosened.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: ¿mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. For compatibility of bellatek patient specific abutments, please refer to compatibility table in the accompanying document." Complaint indicates healing abutment loosening. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined as the necessary information to adequately investigate the reported event was not provided.